Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens. Lens was removed due to broken loop haptic. Lens was cut to remove from eye. The incision was not enlarged and no suture was used. There was no pt injury. Another same model and size lens was implanted. Reporter stated this incident was due to loading error.